Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was 246 mg/dl. The customer stated they woke up this morning blood glucose was 150 mg/dl, and didn't had anything to eat or drink and last night blood glucose was 246 mg/dl. Troubleshoot was performed. The customer was advised to revert to back-up plan the insulin pump will be returned for analysis.